Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, pain which did not require treatment. The customer reported blood glucose value of 459 mg/dl. The customer reported customer reported the following led up to the event by starting as sensor document treatment for high blood glucose was none. The event involved product(s) mmt-431a, mmt-1884, mmt-332a, mmt-7040a. The customer was not using the insulin pump system within 48 hours of the reported event. The customer is reporting a discrepancy between sensor glucose and blood glucose which was not within range. Explained sensor may have no longer been responding to glucose changes. Customer reported high blood glucoses. The customer did not report any pump/product issues. The customer reported an issue with the insertion site. The customer called for an issue not covered by existing troubleshooting guides. The customer was requesting assistance with entering auto basal. Reviewed auto mode readiness/smartguard checklist screen. Explained what was missing to enter into auto mode/smartguard and how to resolve. No further patient complications were reported. No product return was required for mmt-431a. No product return was required for mmt-1884. No product return was required for mmt-332a. No product return was required for mmt-7040a.

Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.